Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringes experienced scale marking issues. The following information was provided by the initial reporter, translated from french to english: graduation erased at 40 ml or 50 ml not allowing a double verification between the number of ml indicated and the graduation.

Event description:
It was reported that the bd plastipak¿ syringes experienced scale marking issues. The following information was provided by the initial reporter, translated from french to english: graduation erased at 40 ml or 50 ml not allowing a double verification between the number of ml indicated and the graduation.

Manufacturer narrative:
H.6. Investigation summary: photos received for investigation. Upon visual evaluation, two syringes with partially marked scale are observed, therefore the incident is confirmed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. During review of the process, the root cause can be produced in marking process due to a misalignment of the pad that prints the scale on the barrel in the marking machine. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.